Event description:
It was reported that pump experienced malfunction alarm related to momentary power loss to vibrator motor, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised pump could continue to be used, and was instructed to call back if malfunction alarm happened again.